Manufacturer narrative:
The device remains implanted. The investigation is ongoing.

Event description:
The healthcare facility reported that after an intraocular lens (iol) implantation, the patient presented with swollen and painful eye after taking a shower. Endophthalmitis was suspected and an ac tap and vitreous biopsy was performed. Microbiology results of the biopsy were negative. Additional information was requested.

Manufacturer narrative:
Updated g3, g6, h2, h6 and h11. Based on the available information the root cause of the event could not be conclusively determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. This relates to the right eye and the original procedure was uncomplicated. Slit lamp findings at two (2) weeks post phaco were pain with decreased va to hand movements (hm). Hypopyon and fibrin in anterior chamber (ac) treated as endophthalmitis and culture results were negative. Patient was treated with predforte, exocin and hypromellose. At approximately three (3) weeks post-surgery the patient was treated with an intraocular injection and biopsy. At three (3) months post-surgery a vitrectomy was performed, and the iol was removed to reduce inflammation. It is indicated that the patient is struggling with daily activities and requires another surgery to implant an artisan lens; as per the vr surgeon the patient is not ready for additional surgery.

Manufacturer narrative:
Added a2, a3, b6, b7, d4, d6b, 7b10 and h4. Updated b3, b5, g3, g6, h2, h6 and h11. Although requested, the device was not returned. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.